Event description:
It was reported that this device's catch bar is sticking making it potentially difficult to load/unload. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Device not made accessible.

Manufacturer narrative:
The device was unable to be located due to no serial number being provided at time of the call. The work order was canceled.

Event description:
It was reported that this device's catch bar is sticking making it potentially difficult to load/unload. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.